Event description:
Patient undergoing sweat testing (iontophoresis - sweat chloride.) Right arm tested without difficulty. During test of left arm, child began to cry. When the electrode was removed, the arm appeared to be burned with black pinhole marks and welts on arm under electrode area and out from around electrodes.